Event description:
It was reported stimulation was lost. During reprogramming all contacts read invalid around 15000 ohms. X-rays were normal; however, a lead fracture is suspected. The patient was referred back to her implanting physician for evaluation. Follow-up identified surgical intervention was undertaken. The lead was explanted and replaced. Effective therapy was achieved postoperatively. Product was discarded and will not return.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.